Event description:
It was reported that during removal of the device following an orbital atherectomy (oa) treatment procedure, the tip of the oad fractured off and remains secured in the patient's body with a stent. The lesion being treated was a tight, chronic total occlusion (cto) located in the subclavian artery. The physician used a 6f introducer system to access the target lesion from a brachial approach. He performed 3 runs for 30 seconds each; all at 120k rpm. The device was getting bogged down in the lesion, but was able to cross. When he removed the device from the patient's body, he noticed that the tip of the catheter had sheared off distal to the crown and was left inside of the patient's coronary sinus. He used a stent to pin the tip of the oad in the vessel. The procedure was successfully completed with a good result and the patient status remained stable. Additional information has been requested regarding this event, but has not yet been received.

Manufacturer narrative:
Device analysis: the device has not been returned for examination; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unknown. (B)(4).